Event description:
The customer reported the steering is tight and hard to operate. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and lubricated the steering elements. The system operates as intended.